Event description:
During procedure, vascular sheath for the option elite filter was unable to pass through sheath. New option elite filter was opened and second attempt made with new sheath and was successful.

Manufacturer narrative:
According to the customer response, the sample was not available to be returned for evaluation, additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without such evidence this complaint could not be confirmed.